Manufacturer narrative:
The device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has the stent damaged , as part of overall visual revision. The upn and lot number was not provided by the costumer and due to the condition of the returned device the specific product cannot be determinate. It was received for analysis a piece of a catheter with a length of 12cm approximately and visibly damaged and broken on both sides. No other anomalies or damages were encountered. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent tip broke. The target lesion was located in the common bile duct (cbd). A biliary stent was selected for use. During removal of the device, the physician grabbed the stent by a snare; however, the tip of the stent broke off and migrated into the small intestines. The broken component was retrieved from the cbd. No further patient complications and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent tip broke. The target lesion was located in the common bile duct (cbd). A biliary stent was selected for use. During removal of the device, the physician grabbed the stent by a snare; however, the tip of the stent broke off and migrated into the small intestines. The broken component was retrieved from the cbd. No further patient complications and the patient status was fine.